Event description:
A us distributor reported a battery pack has bent pins identified prior to patient fitting.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. As received, the battery was unable to fit securely into the monitor. The cause for the failure was isolated to a bent pin 1 in the battery connector, causing the fault. The root cause for the bent pins could not be positively identified. There were no adverse events associated with the damaged battery.